Event description:
Distributor reported that upon inserting implant to the patient, the device broke into two pieces to the screw and the device body fell and broke on the operation room floor. Another device was available to complete the procedure. There w3as no surgical delay nor patient injury reported.